Event description:
Device report from (B)(6) reports the following: prior to surgery, while filling the plivios cage with bone chip material, the x-ray marker was falling out and a fracture on the implant was detected. A substitute cage was used and filled with bone chip material. The surgery was finalized successfully with a delay of less than 15 minutes. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: unknown. Device was not implanted nor explanted. No anomalies were detected during device history record review. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation evaluation: our investigation has shown that the wall to the rear x-ray marker has broken and thus the metal pin is falling out. It is likely that the chosen bone chip was too great - the plivios cage pushed apart and led to the breakage of the wall to the pin. Further investigation has shown that this implant was manufactured according to specification. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.